Manufacturer narrative:
On august 17, 2020 mentor became aware that it erroneously populated the incorrect value in e2 (2. Health professional?) With the initial report submitted on august 14, 2020. The correct value has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor saline prostheses experienced left side deflation and a right sided cutaneous contour deformity post procedure. The left device was stated to have flattened. The right device was stated to protruding from the center of the breast in a manner consistent with cutaneous contour deformity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-10146 for contralateral prosthesis report.